Manufacturer narrative:
Additional manufacturer narrative: the type and cause of regurgitation varies depending upon multiple factors. Typically, regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient. Without return of the device, edwards is unable to conclusively determine the root cause for this event. Advances in valve design and bioprosthetic material have been made with the intention of reducing regurgitation by providing more efficient hemodynamics and longer tissue durability. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that this mitral surgical valve, implanted into the tricuspid position, had a transcatheter valve implanted (valve-in-valve) after an implant duration of four (4) years, eight (8) months. The reason for re-operation was due to moderate to severe regurgitation. A 29mm transcatheter valve was successfully implanted and the patient was later discharged home.